Event description:
When searching for razadyne in our cpoe system using raz as the search term, it was the 79th option in the drop down. When searching raz in lexicomp it is the first result returned. The most reliable and recognized drug information search engines (lexicomp, epocrates, etc) return results that start with the search term selected and for good reason. Listing results that include any letter combination inside a drug name is good for a game of (B)(6), but bad for med order entry. (B)(6). This document was created as an integral part of the quality assurance program at this command, and as such is a priviliged document which is protected from unauthorized disclosures, discussion, or reproduction by title 10, u.s. Code section 1102 (1968). (B)(6).